Event description:
As reported by the patient, the patient experienced chest pain about 8 years after a palmaz-schatz crown stent was implanted in the lad. It was determined that the patient had vessel blockage during a heart catheterization. A cypher stent was implanted in the patient. The events resolved. Patient had a palmaz-schatz crown stent placed in the lad due to blockage and was prescribed plavix and aspirin on (B)(6) 1999. Beginning on (B)(6) 2007, patient experienced chest pain. On (B)(6) 2007, patient was diagnosed with unspecified vessel blockage described as arteries were blocked determined via a heart catheterization and reported he almost died and "lost me," not further clarified. As treatment, patient had a cypher stent placed that day, during the heart catheterization and was admitted. Patient was later discharged and events resolved.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant products: lopressor for high blood pressure (2 tablets/bid), inderal for heart (30 mg/daily), lexapro to relax (20 mg/daily), zocor for cholesterol (40mg/daily), temazepam for sleep (30 mg/bedtime), and lovaza for cholesterol (1 gram/bid). Concomitant devices: unknown cypher stent. Please note that the event date was provided incorrectly in order to populate a date. It is only known that the event occurred in (B)(6) 2007. The exact date is currently unknown. Gtin# is not available at this time.

Manufacturer narrative:
Complaint conclusion: as reported by the patient, the patient experienced chest pain about 8 years after a palmaz-schatz crown stent was implanted in the lad. It was determined that the patient had vessel blockage during a heart catheterization. A cypher stent was implanted in the patient. The events resolved. Patient had a palmaz-schatz crown stent placed in the lad due to blockage and was prescribed plavix and aspirin on (B)(6) 1999. Beginning on (B)(6) of 2007, patient experienced chest pain. On (B)(6) 2007, patient was diagnosed with unspecified vessel blockage described as arteries were blocked determined via a heart catheterization and reported he almost died and "lost me," not further clarified. As treatment, patient had a cypher stent placed that day, during the heart catheterization and was admitted. Patient was later discharged and events resolved. The product remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot a0899776 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary artery in-stent restenosis (isr) of the coronary artery is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Chest pain is a well known symptom associated to coronary artery restenosis as it partially or completely blocks blood flow to the myocardial, causing ischemia pain. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure/event does not appear to be related to the manufacturing process.